Event description:
It was reported that the patient with this recently cardiac resynchronization therapy pacemaker (crt-p) implanted experienced cardiac arrest. The patient was brought to the emergency room. Upon review, it was suspected that the lead may have shorted out in some scar tissue and led to a cardiac arrest. No additional adverse patient effects were reported. This product remains in service.